Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1570k is available in the USA with a 510k number k131028. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, our technician confirmed that the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the operation channel (primary) leak, the operation channel (primary) cut, the insertion flexible tube cut, and the distal body worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).